Event description:
During a meniscal repair procedure utilizing the ultra fast-fix straight peek, upon inserting the device into the joint, it was reported that the t1 and t2 anchors fell off without deployment of trigger. Subject device broke inside of patient. It is reported that the procedural delay in order to remove debris from the patient exceeded one hour. Surgeon confirmed that all debris was removed. A backup device was on hand for the surgeon to complete the case. It was reported that the patient condition post procedure was satisfactory. (B)(4).

Manufacturer narrative:
(B)(6): no evaluation was performed due to subject device not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Per results of the investigation, no root cause can be confirmed. At this time, no further investigation is warranted. (B)(4).